Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2023, and suture was used. The surgeon used the device to suture the patient's skin incision, and the patient was discharged on the fourth day after surgery. On the 28th day after surgery, the patient experienced pain, slight exudation, and redness in the wound. The body tissue did not grow, and the doctor considered suture that was not absorbed. They underwent suture cutting and dressing changes. Currently, the patient's incision healing is good. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was dehiscence noted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.